Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said they couldn't get their ins to work which was clarified as they were seeing poor communication whenever they put their antenna against their implant. They further noticed about a month ago that they had to increase stimulation further and further so they think the issue could be the ins. They also reported experiencing a loss of stimulation and a return of symptoms on (B)(6) 2018. They mentioned receiving a steroid shot in their back on (B)(6) 2018, but they noticed the "losing urine" issue that morning prior to getting the shot. The patient had their patient programmer (pp) and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins, but the poor communication issue was not resolved. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to check the ins and discuss possible replacement. Battery longevity and possible end of service (eos) was reviewed. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.